Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The unit was unable to undergo all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the cracked and bleeding lcd glass. The device was also received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer got into a bicycle accident and now the insulin pump's screen is cracked and unreadable. The patient's blood glucose at the time of incident was 177 mg/dl. Troubleshooting was initiated for the physical damage to the pump. The customer's mother stated that there's a crack on the screen with a black splotch on the right side. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.